Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show affected channels. There is no report of accident or trauma.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary.

Event description:
In situ measurements showed affected channels. There is no report of accident, trauma or changes in health. However during the appointment the implant site was noticeably red. Formal speech testing was not possible as the patient was uncooperative. Despite requested, no further information could be obtained.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
In situ measurements showed affected channels. There is no report of accident, trauma or changes in health. However during the appointment the implant site was noticeably red. Formal speech testing was not possible as the patient was uncooperative. The patient was re-implanted.